Event description:
It was reported that the catheter was fragile and tore upon fixation. It was also reported that the catheter lock was smaller than previous products and after engaging the catheter lock, it moved back and was loose and would not secure completely. The catheter was sutured to the tissue to prevent catheter dislodgement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: prior to receiving a physical sample, three electronic photos and one video were provided for review. These were reviewed by (B)(6) (bdpi field assurance engineer). Although the looseness of the catheter/catheter lock connection was apparent from the video, the product shown was not the product reported in this complaint. The photographs show comparisons of products and a written report of the event(s) and do not show any apparently used product. Subsequently, one MRI port with 8f groshong catheter in three segments plus kit components were received. Visual, microscopic, and dimensional evaluations were performed. The complaint of catheter splitting is confirmed and it found more specifically to be due to sharp instrument damage. The catheter returned was returned in 3 pieces, and all break surfaces manifested evidence of sharp instrument cuts. The more proximal full break, within 0.5 cm of the end, was at a severe angle, while the more distal full break was nearly perpendicular. The complaint of a short catheter lock and loose cathlock/catheter/port stem connection cannot be confirmed since no catheter lock was returned. The definitive root cause of the sharp instrument damage could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. The complaint of a short catheter lock may be related to a change of components implemented for this kit, in particular, the catheter lock and catheter. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the catheter was fragile and tore upon fixation. It was also reported that the catheter lock was smaller than previous products and after engaging the catheter lock, it moved back and was loose and would not secure completely. The catheter was sutured to the tissue to prevent catheter dislodgement. There was no reported patient injury.